Event description:
Additional information received reported that following the reported catheter and pump replacement, the patient recovered without sequelae.

Event description:
It was reported that the patient was complaining of withdrawal, a catheter issue was found and there was a planned catheter revision and pump replacement. The reporter stated that the patient had been "in the clinic every other day claiming he is going through withdrawal". In addition, the patient reported that "the pump has been shutting on and off", and that the pump "stalls" intermittently. The healthcare provider was unconvinced and was unable to find any abnormality or motor stalls in the pump logs. It was later reported that a dye study was performed to determine if there was issue with catheter. The healthcare provider was unable to aspirate the catheter and a revision and possible pump replacement was going to be scheduled. The catheter was to be revised because of the aspiration issue, and the pump was to be replaced because of an impending elective replacement indicator of 22 months, and because the "pump was recalled". The exact timeline or specific symptoms were not provided. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l66792, implanted:1999 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found no anomaly. Final analysis of the catheter found the catheter/catheter body incorrectly assembled, a compressed area due to patient anatomy which possibly caused an occlusion, and a dark residue occlusion in the dispensing holes, which was event related.

Manufacturer narrative:
Product ID, 8703w lot# l66792, explanted: 2012 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.